Event description:
It was reported that during pulse generator implant procedure, lead impedance was noted to be on high on right ventricular channel. Physician performed defibrillation threshold testing and lead impedance will be maintained at upper monitoring range since the patient¿s anatomy and higher range of current will be needed to pass through the tissue. Patient was stable during and post procedure.